Event description:
It was reported that a stent that was implanted for 10 days, fractured with restenosis. The pt was symptomatic so an angiogram was performed. During this procedure a stent fracture was noticed. Stent was re-lined with a competitor's stent.

Manufacturer narrative:
This is being reported because this device is the same or similar to one that is marketed in the united states. The lot number is unk, so the device history record could not be reviewed. The sample was not returned as it remains implanted. The result of the investigation is inconclusive and the root cause is unk.